Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004. The physician placed a taxus express 3.0x32mm drug eluting stent to the mid right coronary artery (rca). In 2007, the patient discontinued his medications due to pending colon surgery. Three days post surgery, a thrombosis occurred. The physician attempted aspiration, but that was unsuccessful. At this point a liberte 3.5x24mm bare metal stent was placed. Post dilation was performed using a 4.0x20mm maverick balloon. No patient injuries or complications were reported. Additional information regarding this event has been requested.